Event description:
(B)(4). I became allergic to soy and several other food types as well as hot flashes, pain, swelling in my abdomen and head aches that became migraines, dizziness, fatigue and nausea. To getting (B)(6) because of the copper device. Was told by a rn that she believes its because of essure and since removal last summer, I am hyper sensitive to any hospital soaps, scrubs and to any sterile strips and even (B)(6). To constipation and painful periods and yeast infections.